Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode during a planned upgrade procedure. It was noted that the patient was not dependent and there was no pacing inhibition during the electrocautery. Patient was in atrial fibrillation and the device provided adequate pacing. Patient's own intrinsic rhythm was between 50 and 60 beats per minute with a very narrow qrs complex. It was decided to explant the device and replaced with a new device. No additional adverse patient effects were reported. This device is expected to be returned.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.